Event description:
It was reported that the coating peeled. A 300cm, 8cm poly tip v-18 guidewire was selected for use. During procedure, it was noted that the wire outside layer of the hydrophilic coating was shredded off into the body. The device fragment was attempted to be snared in order to be removed but it was unsuccessful. The patient was offered for surgery to remove the device. No further patient complications were reported.